Manufacturer narrative:
Additional information was received that there was no reported difficulty with loading the valve, and a misload was not identified. The inline sheath was used for this procedure. There was no reported difficulty experienced during insertion, and the angle of insertion was not higher than normal. It was also reported that the physician had exceeded the system's open and close attempts. There was no injury to the patient as a result of the capsule separation. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: the product analysis subsequently removed/deleted this observation, " there was damage observed on the threading of the screw gear" as the information was erroneously reported. The investigation subsequently removed/deleted this from the conclusion, " there was damage observed on the screw gear threading in the dcs handle. This damage indicates there was increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The force in the system is a cumulative effect that can be increased by many factors, including the excessive recaptures outside the IFU instructions." No screw gear damage was observed on the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that nosecone had partially separated during the procedure, and completely separated after removing the delivery catheter system (dcs) from the patient on the back table. The same was implanted using a second dcs after the hospital staff had inspected it with no reports of damage. No additional adverse patient effects were reported.  Product analysis: upon receipt at medtronic¿s quality laboratory, delivery catheter system (dcs) was received with the capsule separated from the dcs. The nose cone was not returned. The handle was intact. The device was received with the capsule partially closed. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. The capsule was separated from the dcs. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The nose cone was separated from the distal end of the inner member. Conclusion: a device history record (DHR) review was performed on the device lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicated that the valve was recaptured six times due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. The evolut system instructions for use (IFU) instructs ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient¿. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. There was damage observed on the screw gear threading in the dcs handle. This damage indicates there was increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The force in the system is a cumulative effect that can be increased by many factors, including the excessive recaptures outside the IFU instructions. The investigation completed into capsule separation found that there is no evidence that the product failed to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the 6 recaptures which are outside the IFU instructions may have caused or contributed the capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the transcatheter bioprosthetic valve using this delivery catheter system (dcs), the valve was repositioned approximately six times. The dcs was removed from the patient, and it was reported the capsule had ruptured and had completely separated. The patient's anatomy was normal, and did not contribute to the issue. The valve was loaded onto a second dcs and implanted. No adverse patient effects were reported.